Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported difficulty with inserting the infusion set. He stated that there was blood upon the first insertion. He stated that when it is inserted right, it does not hurt, but that he can feel when it was not inserted properly. The blood glucose reading was over 400 mg/dl after lunch and customer treated with a bolus. The blood glucose reading was brought down to 280 mg/dl. Nothing further was reported.